Manufacturer narrative:
H10: pauline braet, andries van holsbeeck, pieter-jan buyck, annouschka laenen, kathleen claes, katrien de vusser, et al. (2023). Comparison of clinical performance between two types of symmetric-tip hemodialysis catheters: a single-centre, randomized trial. Cardiovascular and interventional radiological society of europe. 2023 aug;46(8):983-990. Doi: 10.1007/s00270-023-03476-0. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported unspecified infection as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the case report of "cardiovas interventional radiol (2023)", titled, "comparison of clinical performance between two types of symmetric tip hemodialysis catheters: a single centre, randomized trial", that sometime later post a dialysis catheter placement, out of forty eight patients, there was two occurrences of catheter related blood stream infection. It was further reported that the all catheters was removed within three months of procedure. The current status of the patient was unknown.

Manufacturer narrative:
H10: pauline braet, andries van holsbeeck, pieter-jan buyck, annouschka laenen, kathleen claes, katrien de vusser etal (2023). Comparison of clinical performance between two types of symmetric-tip hemodialysis catheters: a single-centre, randomized trial. Cardiovascular and interventional radiological society of europe. 2023 aug;46(8):983-990. Doi: 10.1007/s00270-023-03476-0. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the case report of "cardiovas interventional radiol (2023)", titled, "comparison of clinical performance between two types of symmetric tip hemodialysis catheters: a single centre, randomized trial", that sometime later post dialysis catheter placement procedure, out of forty eight patients, there was two occurrences of catheter related blood stream infection. It was further reported that the all catheters was removed within three months of procedure. The current status of the patient was unknown.